Event description:
It was reported that the packaging was opened when the product was received.

Manufacturer narrative:
The product is expected to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
One pressure monitoring kit was returned for evaluation in a partially open original package. As received into the laboratory, two sides of the seal were found open. The open tab (which was designed for helping to open the package) was at the middle of open seal area. Indication of adhesive transfer was evident and complete at the open seal area. There were no visible damages on the packaging near the open seal. The seal was peeled further to both sides by the laboratory personnel for examination. The open seal section appeared the same as the seal areas which was open by laboratory personnel. The customer report of an open package was confirmed; however, no manufacturing non-conformances were identified during the evaluation. Although the timing of the package opening cannot be confirmed; it appears to have occurred after the manufacturing process was completed. No actions will be taken at this time.